Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp), the users captured a stone in the basket, but the calculus could not be crushed, and it became lodged in the basket device. Hosp personnel then used another company's emergency handle in an attempt to crush the stone, and cut the basket wires. Upon tightening the emergency handle, the basket wires broke at the distal end of the lithotriptor sheath; however, the stone was not crushed, and the basket wires and stone became lodged at the distal end of the pt's common bile duct. The pt was immediately taken to surgery to have both the device and stone removed. The current condition of the pt is said to be "fine". There have been no other significant additional info provided to date.

Manufacturer narrative:
The device referenced in this report was discarded and not returned to olympus for investigation. The cause of the user's experience could not be conclusively determined. This report is being filed as a medical device report in an abundance of caution.